Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic complaining of heart palpitations. Interrogation showed the patient's left ventricular (lv) lead had dislodged. Failure to capture of the lv lead was also noted during the evaluation. The physician explanted and replaced the lead. The patient was stable before, during and after the procedure.